Event description:
It was reported that the ventilator had continuous gas leak. There was no patient harm. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. The ventilator had continuous gas leak. The claimed issue could be confirmed. According to the received information in service report, the spring of the o2 gas module nozzle unit was broken. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The device's logs were not provided for further analysis. Our conclusion is that the failure was caused by the defective nozzle unit, which resulted from not complying with the instructions in the service manual. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed at least once a year, or every 5000 hours of operation of operation, whichever comes first. A correction of field # g2 report source was required. G2 - report source - previous report source: foreign, user facility, company. Representative; corrected report source: foreign, distributor.

Event description:
Manufacturer's ref. #: (B)(4).